Event description:
It was reported that the arctic sun device was switched during patient therapy. The desk nurse was advised to have the device sent to the biomed for evaluation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined as the sample was not returned for evaluation. A potential root cause of the reported issue could be a faulty mixing pump. However, this could not be confirmed. The serial number for the device associated with this particular event could not be identified by the complainant; however, the following serial numbers (B)(4) (device date of manufacture: 2016-01), (B)(4) (device date of manufacture: 2016-01), 2615 (device date of manufacture: 2013-06), (B)(4) (date of manufacture: 2013-06), (B)(4) (device date of manufacture: 2018-01-23) and (B)(4) (device date of manufacture: 2018-01-23) were in use at the time this event occurred. These serial numbers underwent a manufacturing review and the device history records found nothing that could have caused or contributed to the reported event. The instructions for use were found to be adequate and instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d10, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was switched during patient therapy. The desk nurse was advised to have the device sent to the biomed for evaluation.